Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open left hemi colectomy procedure, the patient developed a leak and was taken back to theatre.